Event description:
Pt went for chemotherapy and blood could not be drawn from their mediport. X-ray showed that a piece of catheter had broken off and had lodged in the aorta. Pt was taken emergently for a procedure to retrieve piece of catheter and 2 days later the mediport was explanted and replaced. Pt notified manufacturer via letter in feb. 2003 but has not gotten a response. Also notified hospital and has been told by the risk mgr that it is being investigated.